Manufacturer narrative:
Returned to manufacturer on, used awareness date since there was no date indicated. Result: investigation summary: based on evaluation of the customer samples and photos, the indicated failure mode of foreign matter with the incident lot was observed. This complaint investigation was handled under the premise of a previously investigated issue specific for foreign matter, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Investigation conclusion: this complaint investigation was handled under the premise of a previously investigated issue specific for foreign matter, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was handled under the premise of a previously investigated issue specific for foreign matter, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel issue. There was no report of medical intervention or serious injury.